Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. Other electrical measurements were in range. The lead was capped and replaced. The patient was in good condition prior, during, and post operation.